Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level, vomiting, and diabetic ketoacidosis on (B)(6) 2016; however, no specific bg level was provided. Reportedly, customer ran out of infusion sets and borrowed one from their sibling prior to the hospitalization; however, customer could not verify what type of infusion set was used. While in the hospital, customer was treated with insulin. Customer was released from the hospital on (B)(6) 2016.